Event description:
It was reported that the event involved a male pt while in the cath lab. The intra-aortic balloon (iab) was inserted via a sheath (w/sideport) into the pt's right femoral artery. The pt was receiving intra-aortic balloon pump (iabp) therapy without difficulty. Three hours later, the pump alarmed helium loss alarms. There was no kink noted, no blood in the driveline, all the connections were secure and no ectopy. The perfusionist decreased the volume to 36.5 cc and the alarm persisted. The perfusionist changed to 30 cc and the alarm persisted. The pump was exchanged and the helium loss alarm did not reoccur. The pt received iabp therapy without issue. The pt status remained unchanged and stable. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. The iabp therapy was delayed / interrupted intermittently for one hour. Pump strips were generated and are available for review. An x-ray was performed upon insertion of the iab and is not available for review. The pt outcome is listed as unchanged. On (B)(4) 2012, the field service report was received. Symptom - pump had continuous helium leak alarm after being on pt for three hours.

Manufacturer narrative:
(B)(4). Device will not be returned for eval. Findings/action taken: replaced pcs (pneumatic control switch) assembly. Part being used back to (B)(4). Software level 2.24.